Manufacturer narrative:
Analysis: based on the details of the complaint the institution had two advanta v12 covered stent delivery systems with the same serial number. The provided images show two separate patient charts with the same product serial numbers. A response from the atrium medical sales representative regarding this information provided the following information: ¿this problem was already discussed with the customer. We asked for further information to try to understand the situation. The customer already indicated that the boxes of both implanted products were discarded. Besides, on (B)(6) 2019, when the 1st product was implanted the customer had in stock 2 products with ref. 85326 (s/n (B)(4) and s/n (B)(4) ). As we did not receive any invoice for the product 85326 with s/n (B)(4) (the customer uses consignment stock), we asked the status of this product. The customer informed us that the product s/n (B)(4)is missing (not used but not present in their stock). Therefore, it is likely that the customer implanted on (B)(6) 2019 the product s/n (B)(4) but wrote down the other sn ((B)(4)). And on (B)(6) 2019, they would have really implanted the device with s/n (B)(4).¿ the additional information provided by the sales representative indicates that the separate lot number (B)(4) is missing. It is not clear how the product was deemed missing but was the same size as the product lot in question (s/n (B)(4)). The boxes of the two devices were not provided or the inner packaging material that also lists the product lot numbers. The outer box contains four peel off labels for the patient records. There are also four additional peel off labels on the inner pouch within the original box. Each peel off label has the product lot serial number on it. A review of our customer records indicates that only one 85326 with s/n (B)(4) was sold to this institution. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check. This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. Atrium medical only releases production lots that have passed the aforementioned performance and quality requirements. This includes a verification of the product labels. Conclusion: based on the review of the complaint details and because there was a separate v12 of the same size and description that is not accounted for (gone missing) atrium medical corporation cannot conclude that there were two v12 products with the same serial number. If the product were to have confirmed that there was indeed two v12 covered stent delivery systems with the same serial number the risk to the patient would only be traceability of the device and no harm to the patient.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that 2 stents were placed in 2 different procedures and they had the same product and serial numbers.